Manufacturer narrative:
Date rec¿d by MFR : 28aug2019, date of report : 04sep2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 27jun2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer's field service engineer replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.